Event description:
The customer reported the 9800 system has a frayed power cord. No patient injury.

Manufacturer narrative:
The service rep ordered part remove/replaced power cord. System functions as intended.